Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) his bundle lead exhibited cross chamber oversensing on electrograms (egms). The rv his bundle lead remains in use. No patient complications have been reported as a result of this event.